Event description:
It was reported that the right atrial (ra) lead had migrated. A chest x ray obtained the day following implantation confirmed a positional shift of the ra lead. Lead interrogation showed an increase in the capture threshold from 0.6 volts at 0.4 millisecond at implantation to 2.0 volts at 0.4 millisecond, indicating a loss of capture (loc). A repeat procedure was performed by extracting the ra lead and replaced with a different lead model. This ra lead was returned for analysis. No additional adverse patient effects were reported.